Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the depth markings were missing was confirmed and the cause appeared to be associated with the manufacturing process. One 4 fr groshong single-lumen catheter was returned for investigation. The catheter did not appear to be used. The catheter was received with the stylet in the tubing and the two-piece connector had not been assembled. The 35cm ¿ 40cm depth marks were missing from the blue stripe of the catheter. The 41cm depth mark was slightly off-center and the line connecting the 41cm and 42 cm depth marks deviated from the axis of the catheter. Since the printed line exhibited deviation from the center line, it appears that the error occurred during the manufacturing process. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after the catheter was placed in this patient, no graduations were found on its middle segment, unable to mark the exposed portion of the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1528 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was placed in this patient, no graduations were found on its middle segment, unable to mark the exposed portion of the catheter. No other information was provided.